Manufacturer narrative:
It was noted that no additional information will be able to be obtained.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were repositioned for an unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial # (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were repositioned for an unknown reason.